Manufacturer narrative:
(B)(4). A 340 ml water bottle , lot 321167 , and an 040 humidifier adaptor was received for evaluation. A visual inspection of the water bottle was conducted. The trigger area spout is occluded. This could cause the bottle to back up with pressure from the oxygen flowmeter. Based on the visual exam, the reported complaint was confirmed. An occluded spout may have caused the complaint issue of "water spouted from bottle during use". A non-conformance was opened to address the issue.

Event description:
Customer complaint alleges that "water spouted from the bottle, like an explosion." Alleged defect detected during use. Another unit was obtained for use. It was reported there was no injury to the patient. Patient's condition reported as "fine". No reported injury to the user.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows no issues that may have contributed to any quality issues reported. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to water spouted from bottle during use on water bottle products. If the device is returned to the manufacturer at a later date, this report will be updated.

Event description:
Customer complaint alleges that "water spouted from the bottle, like an explosion." Alleged defect detected during use. Another unit was obtained for use. It was reported there was no injury to the patient. Patient's condition reported as "fine". No reported injury to the user.